Event description:
It was reported that the patient line became disconnected during therapy on the home choice (hc). The home patient (hp) stated they did not check to see if they had tightened the connection enough between the patient line and the transfer set and the patient line disconnected while the patient was sleeping. The caller stated they would discard the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.